Event description:
It was reported that while using the bd microbore¿ tri-fuse extension set there was blockage causing blood to beome backing up and leakage. Report 1 of 3. Verbatim: description: ref # (B)(4), event: rn noted that smof was infusing but did not appear to be going through past trifuse. Blood was noted to be backing up in PICC, rn attempted to flush each port on trifuse. Trifuse with smof line when flushed leaked from clave

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of PICC leaking at t connector site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9266 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.